Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 35 mg/dl, which was treated with glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, customer was advised to monitor insulin pump and to contact healthcare professional regarding low blood glucose.